Event description:
It was reported that the patient experienced recurrent low blood glucose events while using a dexcom g7 with the ilet system after a recent change to a lower cgm target, with patterns of postprandial rise followed by aggressive drops and historical overtreatment of hypoglycemia; the event was managed with oral glucose (approximately 4 oz juice), and no device component malfunction was identified, with the issue characterized as an improper or incorrect procedure or method. Symptoms included hypoglycemia with sweating and impaired thinking. Outcomes included an unexpected medical intervention where medication in the form of oral carbohydrates was required. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found and a usage problem identified, with no applicable device part or component implicated, consistent with user treatment behavior and target changes driving glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.